Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) with a monitoring voltage of 2.58 v and a 31 second charge time. A replacement procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information was received indicating this device was explanted. The device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.